Event description:
During a remote follow up and during in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproduced. Lead conductor damage was suspected. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.